Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a f/u report will be sent.

Event description:
On (B)(6) 2009 an ipp was implanted. On (B)(6) 2009 a revision surgery was indicated, the reason for this event was not provided and what occurred was not indicated. No pt complications reported. Ams has requested add'l info.